Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a double curve watchman fxd curve access system (was) was inserted into the patient. Upon insertion of the was, a filling deficit was noted on fluoroscopy. The was was removed from the patient and a thrombus was noted on the device catheter and inside the was. The thrombus was aspirated, and a new was was used to complete the procedure. The clot was no longer visualized on transesophageal echocardiography (tee). There were no further patient complications noted and the patient was discharged the following day post procedure.